Event description:
Additional information was received that the patient was seen in clinic. The patient reported further increased seizure activity and said that she is still feeling an excruciating pain with magnet mode stimulation like she was before. The last time the patient was in the office, her settings were changed to 0.75/30/130/30/5 magnet 1/60/130. Upon interrogation today, the patient was still programmed to those settings and all diagnostics were within normal limits. Programming changes were going to be made. The patient's magnet output current was going to be lowered..

Event description:
A vns treating physician reported that one of his patient's was seen and complained that since (B)(6), she has been experiencing painful stimulation in her ear with magnet mode stimulation. A system diagnostic test performed was within normal limits. Their pain was reported as a mild pain, so any intervention he would be taking would be for her comfort. The patient came into clinic programmed to 0.25/30/130/30/5 magnet 0.5/60/500. The patient lives a few hours away, so they decided to go ahead with titration and increase her output current. The patient left the office programmed to 0.5/30/130/30/5 magnet 0.75/60/500. The patient did not report any trauma and none of her medications have recently changed. The patient was seen again on (B)(6) 2012 and was still experiencing painful stimulation with magnet mode stimulation. The patient came into the office programmed to 0.5/30/130/30/5 magnet 0.75/60/500 and left programmed to 0.75/30/130/30/5 magnet 1/60/500. All diagnostics that were run were reported to be within normal limits. It also noted that the patient has had a slight increase in seizures over the past month, which they think may be related to the stress from the pain. The patient's increase in seizures is above her pre-vns baseline, but they will not be taking any intervention. Further programming changes may be made at the patient's next office visit.